Manufacturer narrative:
Unk-p-ipp. Reservoir.

Event description:
It was reported that patient underwent a revision procedure of his due to unknown reasons. Pump and cylinders were explanted and replaced. Additional information was received. Pump had an air lock. The pump was replaced with a new one. No patient complications was reported and the device was disposed. Additional information was received. Pump was malfunctioning